Event description:
Additional information was received that the right ventricular (rv) lead was capped and a new rv lead was implanted to resolve the event. The patient is stable with no consequences.

Event description:
During a follow-up, oversensing, high pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. Lead damage was suspected, but not confirmed. No intervention has been performed.